Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with blank display due to shorted on lcd board. The insulin pump was unable to test alarm due to led board shorted blank display. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed an external flash component error. The customer's blood glucose was 30.0 mmol/l. The customer treated using the insulin pump. The customer stated that all the insulin pump's settings were reset to default. He stated that he had to input some values that he already knew and change the time and date only. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.